Manufacturer narrative:
The field service engineer (fse) was dispatched on 8/26/2015. The fse found that the tubing at the rinse block was detached and was leaking. The fse trimmed and reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the rinse block of the coulter act 5diff cap pierce (cp). The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision the device manufacture date was changed from 08/01/2008 to 08/01/2010.